Manufacturer narrative:
At the completion of the complaint investigation the clinical evaluation was able to confirm the reported event and additionally identified the patient had a ruptured aneurysm and a stent migration. Potential contributing factors to the reported event include off label use due to patient anatomy and an oversized proximal extension. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted.

Event description:
It was reported the patient had a procedure on (B)(6) 2012 with a bifurcated device, two suprarenal aortic extensions and a limb aortic extension. Reportedly, the patient returned with a proximal endoleak 12cm leaking aaa. The physician elected to treat the patient by relining with a medtronic device on (B)(6) 2015. Patient is doing well.